Manufacturer narrative:
The device was explanted in 2009, after an implantation time of 8 months because of infection. The quality documents accompanying this particular device were reinvestigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.

Event description:
This system was removed due to infection, per rep. At this time, the system has not been replaced. Lumax 340 dr-t, MDR 1028232-2009-00373. St. Jude 7020-65.